Manufacturer narrative:
H3: product analysis as found condition: the phenom 27 catheter was returned for analysis inside a dispenser coil, a sealed biohazard bag, and a shipping box. Damaged location details: the phenom 27 catheter tip and marker were examined, and no damages were noted. The catheter body was found to be in good condition. No voids or flashes were found on the catheter hub, and no other anomalies were noted. Testing/analysis: the phenom 27 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. Conclusion: based on the reported information and device analysis, the customer¿s ¿catheter resistance¿ complaint could not be confirmed, as no issues were encountered while testing the phenom 27 catheter, and no damages were noted. However, the root cause of the resistance failure could not be determined. Possible causes include an incompatible/damaged device, vessel tortuosity, too low flush rate, insufficient device hydration, or a lack of continuous flush with heparinized saline during the procedure. In this event, the customer stated that the vessel tortuosity was moderate, and the pipeline flex device was compatible with the phenom 27 catheter, ruling out vessel tortuosity and incompatible device as potential causes. In addition, the customer also noted that a continuous saline flush was administered and maintained; however, it was not specified if it was with heparinized saline. Therefore, we cannot rule out a lack of continuous flush with heparinized saline during the procedure as a potential cause. Thus, a damaged device, too low flush rate, insufficient device hydration, or a lack of continuous flush with heparinized saline during the procedure could have contributed to the resistance complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open distally and was damaged. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right internal carotid artery c6 segment with a max diameter of 3.6mm and a 3.4mm neck diameter. The landing zone was 3.2mm distally and 5.1mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 7.3mm. Dapt (dual antiplatelet treatment) was administered and the pru level was 92. The angiographic result post procedure showed the pipeline successfully implanted. It was reported that after the phenom27 was in place, a ped-500-35 was delivered to m1. The tip was opened in a y shape at the m1 segment and continued to be deployed to the internal carotid artery. The proximal end of the pipeline could be opened, but the tip still could not be fully opened. Using the curvature of the m1-c7 blood vessel and the fully opened part of the proximal end, the surgeon tried to increase the tension, but the tip still could not be opened. After being removed from the body, the tip of the pipeline was found damaged. Because the braided wire at the tip was damaged, in order to avoid the new stent being unable to be deployed normally due to internal damage to the phenom 27, it was decided to use a new microcatheter. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. After the second phenom 27 was in place, the resistance felt during the delivery of ped-475-35 was significantly greater than that of the previous pipeline. During the process of withdrawing the microcatheter to open the tip at the m1, the catheter operability was significantly deteriorated, and the stent tip could not be smoothly exposed. Considering that the microcatheter was abnormal, the entire system was removed. The third phenom 27 was placed, and the ped-475-35 was introduced into the new microcatheter using the head-to-tail method. The tip was successfully opened in the m1 segment, and the conventional deployment continued. The pipeline was successfully implanted. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and the catheters were flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a neuromax sheath, navien 5f 115cm guide catheter, phenom 27 microcatheter, and synchro guidewire. Additional information was received that clarified that the issue of the second stent "stent tip could not be smoothly exposed" meant that there was obvious resistance in the catheter in the body. After the system was withdrawn as a whole from the body and replaced with a new catheter, the second stent was successfully opened. It was unable to confirm if the first phenom 27 catheter had internal damage because the braided wire at the tip of the first stent was already rough, and the exposed braided wire may have damaged the catheter. It was clarified that "during the process of withdrawing the microcatheter to open the tip at the m1, the catheter operability was significantly deteriorated" meant when the fixed stent and withdrawing the microcatheter, the microcatheter could not be withdrawn smoothly. Catheter resistance occurred at the distal end of the catheter. Continuous saline flush was administered and ma intained as indicated in the IFU. There was no damage observed to the pipeline pushwire. The cause of the event was not determined. It was speculated to be related to the vessel condition and the larger size of the stent.